Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700mg/dl. The customer had symptoms such as feeling very ill. The customer reported that the infusion set had bent cannula and the quick release was impossible to screw on. The customer declined to troubleshooting for high blood glucose and had already troubleshoot with dietician. The insulin pump was not returned for analysis.